Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced low blood glucose. The customer does not feel that her pump is that cause of her low blood glucose at this time. The customer's blood glucose was 50mg/dl, treated with glucose tablets.